Event description:
It was reported that the core saber drill continued to run after the user pulled their foot off the footswitch during testing at the user facility. It was also reported that the footswitch did not cause or contribute to the event, as it continued to operate without incident in subsequent use. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the core saber drill continued to run after the user pulled their foot off the footswitch during testing at the user facility. It was also reported that the footswitch did not cause or contribute to the event, as it continued to operate without incident in subsequent use. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event of the device running without activation could not be confirmed due to the product not being available for evaluation. Due to the product not being available for evaluation, a specific root cause for the reported issue could not be determined. Based on a review of trending, a potential cause for the unit running on its own in the absence of a switch being activated is damage to the power cable. However, it was reported that the footswitch did not cause or contribute to the event, as it continued to operate without incident in subsequent use.